Event description:
A female pt reported experiencing light sensitivity, red, painful and swollen together eyes beginning in 2006 while using renu with moistureloc multi-purpose solution. She was seen by her physician 38 days later who diagnosed her with cellulitis. She was treated with erythromycin and neomycin and polymyxin b sulfates and hydrocortisone. It is unk if the pt resumed contact lens wear or if she continued with treatment.

Manufacturer narrative:
Bausch & lomb is unable to complete an investigation of this specific complaint since no product was returned, and no lot number or medical release was provided. Based on available information, no causal factors can be determined, and no conclusion can be drawn. Although ths complaint is unrelated, bausch & lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. The conclusion of this investigations is that some aspect of the moistureloc formula may be increasing the relative risk of fungal keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.